Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was explanted due to high pacing threshold values and replaced with a new lead. The explanted lead is not expected for return.